Event description:
A customer reported obtaining unexpected negative (compatible) reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The customer stated that the donor unit tested as heterozygous for the e antigen. The unexpected compatibility appears to be due to dosage. The instrument is operating according to specifications.